Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 48 mg/dl possibly due to new medication. Customer also reported to have a rash and bruising due to sensor. Customer declined to be transferred to helpline for further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.